Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the deployment pull wire was visible and still connected to the anchor probable root cause: design; poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces manufacturing; locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied application; not enough force applied; user unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.